Event description:
Boston scientific received information that this right ventricular lead was implanted and tested, and then repositioned due to low r sensing and impedance measurements, and a high pacing threshold measurement. After it was repositioned, it was noted that this lead perforated the right ventricle. The perforation was drained and the lead was re-tested. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.